Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. Philip's field service engineer (fse) could not duplicate the alleged problem. The fse cleaned the touch frame and confirmed the cable connections to the display were secure. The unit passed the required test and was returned for use.

Event description:
The customer reported that the unit failed the extended self test for the keypad test. There was no patient or user harm reported. The event date was not specified; estimate used.